Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced sweating, ¿strong palpitations¿, a loss of consciousness and was unable to self-treat requiring healthcare professional administration of an unspecified drip for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly. Broken plug corner was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The passing of functionality testing also indicates that the observed broken plug corner did not impact sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced sweating, ¿strong palpitations¿, a loss of consciousness and was unable to self-treat requiring healthcare professional administration of an unspecified drip for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.